Event description:
In 2007, the patient stated that, about 48 hours ago, he observed an e4 (occlusion) error on his infusion device. He also noted that his blood glucose reading had risen to 501 mg/dl. He reported his symptom of elevated blood glucose to be a "rotten" taste in his mouth. He readily cleared the occlusion error. He then administered a bolus of insulin to reduce his blood glucose level. As a result of the high volume of insulin delivered, he had to change his insulin cartridge. At that time, he observed insulin in the cartridge chamber of the infusion device. He stated that there was not enough liquid to pour out of the cartridge chamber. Rather it was dampness that he dried out by swabbing with a "q-tip". He discarded the cartridge that had been leaking. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.